Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error . Customer also states they did not receive a low battery alert prior to the off no power alert.. Customer's blood glucose level was 97 mg/dl. The customer was able to rewind the insulin pump due to alarm. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Customer states this is not the second occurrence of off no power without a low battery warning. Customer was advised to discontinue use of the device and revert to a backup plan. The device will not be returned.